Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer required maintenance. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1.1 and 1.2 had failed with the error ¿not detected on bus¿. A field service engineer verified the failure, removed stuck medications and handed them over to customer, then reseated all cabling for the half height drawer. The issue was resolved, and hardware test application (hta) was performed. The customer successfully completed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer required maintenance. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.